Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the results of the culture taken were negative.

Event description:
It was reported that during a follow up in clinic, an infection was noted at the implant site of the device. An additional procedure was performed, the pocket was cleaned, and the device remains implanted. A culture was taken; however, the results are not yet available. The patient was in stable condition.